Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient gave themselves insulin.

Manufacturer narrative:
The device was received fully deployed. Corrosion was observed on multiple internal components, including the pcb assembly, all three batteries, the linkage assembly, hard cannula, catch beam, and chassis. Due to the internal corrosion observed, a leak test was completed. Fluid was observed to be leaking from damage in the reservoir, across from the fill port. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. All three batteries were found to have lower-than-expected voltage. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. The investigation could not determine if the observed damage to the reservoir contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.